Manufacturer narrative:
Additional information: section d4 (serial number) has been updated to (B)(6) from (B)(6). Section d4 (expiration date) and h4 (device mfg date) have been updated based on the returned product. Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
A customer reported an error message while wearing the adc freestyle libre 2 sensor. On 10-oct-2020, as a result, the customer became hypoglycemic and had a fall due to losing consciousness. The fall resulted in a head wound and an hcp was contacted. The husband treated the customer with oral sugar for the treatment of hypoglycemia. The customer was taken to the hospital and the head wound was treated with "patches." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, as a result, the customer became hypoglycemic and had a fall due to losing consciousness. The fall resulted in a head wound and an hcp was contacted. The husband treated the customer with oral sugar for the treatment of hypoglycemia. The customer was taken to the hospital and the head wound was treated with "patches." There was no report of death or permanent injury associated with this event.